Event description:
Overdosed twice in 2 weeks by flowonix prometra ii programmable pump and catheter model 13827, serial/lot # (B)(4), caused by equipment malfunction, 1st overdose (B)(6) 2017 was at least 3ml vs 250mcg daily dose. Doctor reset and refilled on (B)(6) 2017. Second overdose (B)(6) 2017 was measured as a 2.3ml dose in 8 hrs vs normal 250mcg in 24 hrs of hydromorphone and baclofen. Both equipment malfunctions caused stroke level blood pressure (high 220/198 - low 178/115) which has not lowered a/o time I completed this form, severe lethargy, 14 lbs weight loss, ER and ecare visits. The flowonix pump was surgically removed/replaced (B)(6) 2017 with a medtronic device. Dr (B)(6) is implanting physician.